Event description:
Facility reported that during a hysteroscopic myomectomy, a total of three cutting loops broke during the procedure. No injury to patient or staff reported.

Manufacturer narrative:
A full investigation could not be completed as the actual device was not returned to the richard wolf facility as of (B)(4) 2013. Facility was contacted and photos were requested of devices. Sale representative was contacted as he was in the room at the time. He indicated the "coag" pedal (not the "cut" pedal) was being pressed when the electrode were being pulled back, therefore breaking the loop. All pieces were accounted for and no injury to patient or staff reported. Trending found one similar issue was reported within the last five years on this device (mdr1418479-2013-00014). Labeling was reviewed and found to be adequate, ie intended use, indications and field of use, preparation and cautions. Rwmic considers this matter closed. However, in the event we received the device or additional information is received, we will provide FDA with follow-up information.